Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s wife reported the patient was in pain. The patient later reported that he experienced migraines and really sharp pain in his neck since he got hurt, prior to having his device implanted. It was noted the patient¿s device was working great and helping with their pain until recently at the time of report. The patient reported their device had not been working 100% of the time and that when he went to the barber to get a haircut that he felt tingling or pain. The patient was unsure of what triggered the issue and added that it was maybe the hair clippings that fell in his ears. The patient was also unsure of when the issue had started. Additional information received from the patient¿s wife on (B)(6) 2017 reported the patient had received a unit and that everything had been resolved at that time. The patient¿s indication for device use was failed back surgery syndrome and spinal pain. There were no further complications reported or anticipated.